Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1132 serial: (B)(4) description: precision spectra implantable pulse generator model: sc-4316 lot: 19708185 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed infection at the midline incision site. Symptoms were inflammation and open sore around the scar of the midline incision site. Skin infection was not device related. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well post operatively.